Manufacturer narrative:
(B)(4). No device analysis was performed; the device met risk based analysis criteria.

Event description:
It was reported that the pt felt the implanted neurostimulator was only of minimal use and the pt was going to require spinal mris in the future. Therefore, the device was explanted. The pt incurred no injury.